Manufacturer narrative:
Investigation conclusion customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 20 miu/ml hcg urine control and 3 high level of hcg urine controls (201.4 iu/ml, 203.4 iu/ml, 212.2 iu/ml); all results were hcg positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Per pi, false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested." Root cause could not be determined without patient specimen in-house analysis and insufficient information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Email received from distributor: report of fn hcg results for multiple patients. They had 8+ week pregnant patients that barely came up positive. Faint lines, not turning positive in time allotted but they knew the patient was pregnant at least 7 - 8 weeks. Some patients who were 5 weeks pregnant that didn't come up at all and should have because the blood tests were in the 100's and 1000's." No specific patient information provided. No reported adverse patient sequela.